Manufacturer narrative:
This report will be updated when our investigation is complete.

Event description:
It was reported in a journal article that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shocks due to episodes of atrial fibrillation (af). Device therapy was programmed off. The patient later passed away from sepsis due to leg gangrene, unrelated to the device. It was noted the device was difficult to find for explant post-mortem when no fluoroscopic or ultrasound equipment was available. The patient had a high body mass index and the clinicians were unable to locate the s-ICD by palpitation. Eventually, the electrode was located and traced back to the device for removal. The explanted device was not returned for analysis.